Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited peeling of the coating with disappearance on the insertion section (greater than or equal to 1x1 mm2). There were no reports of patient involvement.